Manufacturer narrative:
The customer's meter was received for investigation. The meter would not power on for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The customer's meter was requested for investigation and replacement product was sent to the customer.

Event description:
It was reported that there was an issue with the display of a coaguchek xs meter. The display of the meter was faint and "broken up". The batteries of the meter were changed, but this did not help. The reporter stated if a zero was displayed on the meter, it would look like one part of the "0" was missing. A measurement of 2.2 inr performed by the patient that morning could be seen on the display if the meter was tilted just right. It was believed no results were misinterpreted due to the issue. A display check of the meter was performed, but the display was blank. The meter did not power on.